Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet pump, worn clipped to athletic shorts, fell and the display became nonfunctional, after which the user switched to backup therapy and shut the device down per instructions. Symptoms included no adverse clinical effects and no change in blood glucose as reported. Outcomes included device replacement shipment and provision of return instructions, with counseling that data would not transfer and that the user could continue cgm on dexcom. Investigation included complaint intake and logistics verification. Investigation of this device revealed a screen/display failure consistent with a hardware malfunction of the user interface/display assembly following an external impact. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to impact, resulting in loss of display function.